Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The video provided shows the balloon being inflated with a syringe and then the stop cock is turned to hold the air in the balloon. When the stop cock is opened back up, the balloon does not deflate, even with manipulation. After multiple attempts and upon removal and reattachment of the syringe the balloon did deflate. It can be seen that there are small droplets of water in the syringe and stopcock; if the balloon was inflated with water, this could cause the difficult deflation. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The balloon inflated and deflated without difficulty. The device was returned with the syringe still attached to the inflation port. Fluid was not present in the syringe/stopcock as returned. A functional test was performed on the balloon using the provided syringe; when the balloon was filled with air, no leaks were present in the balloon material. Once the balloon was inflated, pressure was released from the syringe and the balloon deflated within a few seconds (reference attached inflation/deflation video). The device was visually inspected and appeared to be free of bends and kinks along the catheter of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the video provided confirmed the report, however, the evaluation of the returned device could not confirm the report; the balloon inflated and deflated without difficulty. The fluid observed in the syringe and stopcock in the customers video could have contributed to the deflation difficulties. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting as the syringe and stopcock were not returned. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information provided indicates the balloon was inflated prior to use and inflated properly but would not deflate. The instructions for use (IFU) states, "once balloon is endoscopically visualized in duodenum, turn stopcock to open position and deflate balloon." Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook fusion quattro extraction balloon. It was reported that the balloon didn't deflate prior to use. Customer provided video showing difficulty with balloon deflation. This occurred prior to patient contact; there was no impact to the patient.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook fusion quattro extraction balloon. It was reported that the balloon didn't deflate prior to use. Customer provided video showing difficulty with balloon deflation. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Continued: 510(k): k200247 investigation evaluation: a product evaluation was performed only by the video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and video describing the event. The video provided shows the balloon being inflated with a syringe and then the stop cock is turned to hold the air in the balloon. When the stop cock is opened back up, the balloon does not deflate, even with manipulation. After multiple attempts and upon removal and reattachment of the syringe the balloon did deflate. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the video provided confirmed the report, however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicates the balloon was inflated prior to use and inflated properly, but would not deflate. The instructions for use (IFU) states, "once balloon is endoscopically visualized in duodenum, turn stopcock to open position and deflate balloon." Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.